Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was pacing on the t-wave. Upon review, premature ventricular contractions (pvcs) were falling into the post-ap cross chamber blanking, resulting in competitive ventricular pacing. Technical services (ts) discussed troubleshooting options and programming considerations. This crt-d system remains in service. No adverse patient effects were reported.